Event description:
The customer reported obtaining imprecise access accutni (troponin I) patient results involving the access 2 immunoassay analyzer. The customer stated that their normal range for the assay is 0 - 0.06 ng/ml, and the customer has a protocol in place to repeat accutni results above their set cutoff of 0.06 ng/ml. The customer indicated that if the repeat result is discrepant from the initial result, the customer re-spins the sample and repeat it on an alternate access 2 analyzer. The customer stated that the initial elevated result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The sample was collected in a lithium heparin serum separator tube and centrifuged at 3000 rpm for ten minutes. Quality control (qc) results were within the established ranges and calibrations passed on the date of the event. The access 2 immunoassay analyzer serial number (B)(4) was used in conjunction with the access accutni reagent for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and performed a passing high sensitivity system check, system check, and precision check with low level quality control (qc) material. The fse was unable to reproduce any discrepant results and did not note any instrument malfunction. In conclusion, the cause of the imprecise accutni results cannot be determined with the supplied information. There is no indication that the device (access accutni) was returned by the customer for evaluation.